Event description:
It was reported that stent damage occurred. The patient underwent percutaneous coronary intervention. After a 2.5 x12 mm non boston scientific balloon catheter, a 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and it was noticed that the stent was damaged. The device removed and no patient complications were reported.